Event description:
During a case using a neonate pack a very slow leak occurred through either a very small crack or loose fitting on the pressure relief line connected to the plegiox. It was a very small amount of fluid and it did not negatively affect the case or pt.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd.(B)(4).